Event description:
Info received indicates the head panel will not lower when the CPR switch is activated.

Manufacturer narrative:
The technician replaced the CPR release valve but the issue remained. The technician replaced the hydraulic power unit assembly to repair the bed.